Event description:
It was reported that during a lap cholecystectomy procedure, the devices were leaking. The customer used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.